Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The xience pro is currently not commercially available in the us. The product code listed and the PMA number listed is based on the predicate device (xience v) and is therefore, similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily tortuous and heavily calcified mid right coronary artery. Pre-dilatation was performed with an unknown balloon catheter. A 3.0 x 28 mm xience pro was implanted when a dissection occurred. Another stent was used to treat the dissection. Post-dilatation was performed to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.